Event description:
It was reported that during a dca/stent procedure, 8 cuts were made with an atherectomy device. Following, the ml coronary stent delivery system was inserted and the balloon inflated to 6atm. During inflation, it was observed that there was an abnormal profile in the proximal area of the balloon. The balloon was deflated and withdrawn. There was contrast extravasation from the artery, therefore it was thought that the balloon had ruptured. Initially, it was thought the abnormal inflation was the source of the problem, although it was acknowledged that the artery had been weakened by the atherectomy. Heparin administration was discontinued and another drug administered intra-arterial. No perforation was appreciated after 24 hours, however arterial thrombosis was present. The pt was taken to ICU, however, no surgery or other medical intervention was necessary. The pt reportedly underwent another atherectomy procedure in a different vessel the following day, and is in good condition.

Manufacturer narrative:
D1: corrected device name. H2: complete evaluation summary attached. H6: evaluation code added. Eval summary: follow-up #1 results of our investigative analysis determined that there was pin hole rupture in proximal taper at location of inflation notch. Light scratches were noted on balloon material. Quality engineering concluded that apperance of abnormal profile in proximal portion of balloon was most likely caused by balloon rupturing below c-flec. C-flex ruptured along with balloon, causing contrast to spill into artery as well as fill between membrane and balloon. Arterial dissection was potentially caused by weakening of arterial wall as a result of atherectomy. Scratches noted on balloon indicate there was possible mechanical damage to balloon during mfg. Furthermore, quality engineering concluded that there are several conditions that can contribute to balloon rupture. These include mechanical damage in mfg, flaw in balloon material, pinhole in balloon taper caused by heat damage or inflation to high pressures. However, mechanical damage to stent delivery system can also occur in various situations that are dependent upon lesion morphology, procedural handling and interactions with other concomitant equipment used during procedure. Qualtiy engineering has implemented two mfg changes to reduce likelihood of damage to the balloon, thus potentially reducing the occurrence of this product issue. A leak test was added prior to folding balloon. In addition, fusing process has been modified to minimize possiblity of mandrel damaging proximal taper of balloon. As part of quality process, samples are tested from each lot mfg for appropriate deflation times. Leak tests are performed on all stent delivery balloons during mfg process. Additionally, all stent are inspected during final mfg phase to ensure proper device structure and integrity. Quality assurance will continue to monitor for this type of product performance issue. This MDR is considered closed.